Event description:
It is reported that the pt heard a "pop" while removing his shoes. The next business day, he contacted his doctor and was asked to come in for check up. X-rays were taken and clearly showed the articular surface had dislocated. The pt was revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.